Event description:
It was reported that during a percutaneous coronary interventional procedure, withdrawal difficulties were encountered. The 90% stenosed lesion being treated was located in the calcified, average tortuosity proximal left anterior descending artery (lad). The lesion was ablated four or five times with the rotalink catheter 1.75mm at a rotational speed of approximately 175,000 to 180,000 rpms. On the final ablation run the burr "popped through" the lesion. The physician attempted to remove the burr by rotation, however, that was unsuccessful. The physician then removed the burr manually. The rotalink catheter 1.75mm burr was then readvanced to the lesion and ablation was completed. The procedure was completed with this device. No patient complications were reported, and patient status was reported as 'good'.